Event description:
MFR rep reported being notified of a pt death after stage 1 implant. No MFR personnel was present at the case. The neurosurgeon said the pt did very well during the surgery and the stimulator was working well. The pt was given water in post op. The pt's death was due to the pt aspirating in the recovery room. The physician told the MFR rep the pt's problems had nothing to do with the implant. The pt died in 2004. No other device was placed. It is unk whether the device was returned to the MFR for analysis.